Event description:
It was reported that the patient presented to the emergency room (ER) with externalized leads. Consequently, the entire system, including this right ventricular (rv) lead, was explanted. No additional adverse patient effects were reported. The product is not expected to return.